Event description:
It was reported that the cartridge was leaking from the pigtail. Subsequently, leading to the customer experiencing an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. The caller educated on cartridge leaking issue and how this could be caused by overfilling cartridge. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.